Event description:
Seen in consult on 8/17/00 for bilateral capsular contractures w/possible rupture of bilateral silicone breast implants. Implants removed. Noted to have bilateral intracapsular ruptures. Left breast capsule with significant calcification. Right breast capsule with no calcification or unusual thickening.